Event description:
It was reported to boston scientific in 2006 that the customer had a problem with the catheter becoming caught in a stent. The customer reported: "the lesion was 90% of stenosis with calcification and not tortuous at lad proximal. The first catheter was very difficult to cross to the lesion after the dilatation with another catheter. Therefore, a severe nurd occurred at imaging. Therefore, another catheter was used. The second catheter (device in question) got caught in the proximal edge of the stent at insertion after the implantation. The image got disappeared as it was advanced by force. The imaging was performed with a new one." No pt complications were reported. The pt condition is reported as good.

Manufacturer narrative:
The device in question was returned to the MFR on 12/22/06 for eval. An investigation on the device in question will be initiated. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.